Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors leaked "from interspace/inside the casing" into the cavity during filling. The device was filled with lidocaine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between june 30, 2025 - july 1, 2025. H11: the actual device and photographs were received for evaluation. The returned photographs were reviewed, and it was noted that the images did not show the reported leak. The photographs showed fluid contained within the device¿s bladder. Visual inspection on the actual units via the naked eye showed no evidence of leak. However, silicone oil was noted on the interior wall of the housing. Silicone oil is a medical fluid that conforms to usp class v for non-volatile material. Normal manufacturing process requires silicone oil to be applied by a validated amount to the exterior of the elastomeric bladder to prevent potential bladder rupture from housing contact during use. Silicone oil is purposely added by design on the external surface of the bladder to reduce friction when in contact with the cover, so the bladder is freely to slide. Silicone oil from the bladder may have dripped onto the interior wall of the housing during manufacturing or transport; this condition is cosmetic and has no impact on the function or safety of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.